Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered in the pump settings incorrectly when setting up the pump. Tandem technical support guided the customer through entering the correct settings. Customer had elevated blood glucose (bg) levels reaching 246 mg/dl. Customer administered manual injections to address elevated bg levels. At the time of the report, customer's bg levels were 134 mg/dl.